Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced purulent drainage form the peg stoma and was prescribed cephalexin 500mg po twice daily for 10 days for stoma site infection. The patient's wife stated that she was not giving him the pills because she doesn't like him taking this much medicine. On (B)(6) 2022, the wife reported that the peg drainage had resolved.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.